Manufacturer narrative:
H.6. Investigation: customer reported a leak in the set, and returned the affected sample. The sample clearly leaked between the two IV spikes and the complaint is verified. The tubing was leaking but not separated, meaning there is sufficient solvent between the tubing and drip chamber. The root cause can be traced to manufacturing, and is suspected to be a molding issue within the drip chamber tubing connection. A device history record review for model: 2477-0007, lot numbers: 20065783, 20075870, and 20085689 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect / condition of leakage with lot#: 20065783 regarding item#: 2477-0007.

Event description:
It was reported that as lvp bld180m 15d ss had air bubbles in the tubing and leaked. The following information was provided by the initial reporter: event 1: material no: 2477-0007, lot#: 20085689 or 20075870, it was reported that air bubbles were found in tubing. Event 2: material no: 2477-0007, lot#: 20065783, it was reported that product leaked.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown; medical device expiration date: unknown; device manufacture date: unknown. Medical device lot #: 20065783; medical device expiration date: 2023-06-09; device manufacture date: 2020-06-06. Medical device lot #: 20085689; medical device expiration date: 2023-08-05; device manufacture date: 2020-08-03. Medical device lot #: 20075870; medical device expiration date: 2023-07-08; device manufacture date: 2020-07-07. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp bld180m 15d ss had air bubbles in the tubing and leaked. The following information was provided by the initial reporter: event 1: material no: 2477-0007; lot #: 20085689 or 20075870; it was reported that air bubbles were found in tubing. Event 2: material no: 2477-0007; lot #: 20065783; it was reported that product leaked.